Event description:
It was reported that customer experienced repeated alarm 01 events when using pump and was unable to successfully load new cartridges. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.